Event description:
The customer contact reported the pump did not deliver. The pump was returned to the IV department with an unsigned note that stated, "not pumping." No tracking information was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20.7ml from an expected delivery 20ml. Delivery accuracy for this device requires delivery of 20ml +/-2ml (+/-10%). A calibrated set was used per device release specifications. This report represents all the info known by the reporter upon query by hospira personnel.(B)(4).